Manufacturer narrative:
Calibration was last performed on (B)(6)-2022 with acceptable results. Multiple "sample short" and "abnormal aspiration" alarms were observed on the alarm trace data. These alarms are indicators of possible poor sample quality. The service actions (replacing the sample probe) resolved the issue.

Event description:
The initial reporter questioned results with data flags for multiple patients tested for multiple assays on a cobas 8000 c 702 module. The customer ran qc and the results were not acceptable. The customer performed an air purge, probe wash, and a cell blank. Qc was still not acceptable. The customer pulled patient samples that were run prior to qc being unacceptable and repeated them on a different instrument. The customer provided an example of discrepant results for 1 patient sample tested for bilt3 bilirubin total gen.3 (bilt3). The initial result was 0.7 mg/dl. This result was reported outside of the laboratory. The repeat result was 1.0 mg/dl. This result was believed to be correct. The bilt3 reagent lot number was 62777401 with an expiration date of 31-oct-2023.

Manufacturer narrative:
The field service engineer (fse) found a clot on the sample probe. The fse replaced the sample probe. Precision and qc were acceptable for all reagents.